Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2019 and the barbed suture was used. The barbed suture was broken at the middle of it during continuous suturing on the dermis. Another like suture was used for the patient. There were no patient consequences reported.